Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the beige colored port. The leak was observed before patient use. There was no patient involvement. No additional information is available.